Event description:
It was reported that the IV tubing leaked at the filter while connected to a PICC line. Although requested, no further information or details were provided by the customer.

Manufacturer narrative:
Patient was a baby. The customer¿s report that the filter leaked was confirmed. Visual inspection of the set noted dried fluid residue around the area of the filter's vent as well as within the filter. No other obvious issues or damages were observed. Functional testing confirmed fluid to be leaking out from the vent of the 0.2 micron pediatric filter. The root cause of the leak was determined to be oversaturation of the filter which causes the infusate leak/weep out through the path of least resistance (filter air vent).

Event description:
It was reported that the IV tubing leaked at the filter while connected to a PICC line. Although requested, no further information or details were provided by the customer.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a filter leaked. There's no report of patient harm.